Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during the procedure. The balloon lost pressure at the 1st stop. Hemostasis was achieved by manual compression for less than 30 mins. There was no reported patient injury. The mynx grip vcd was used in was a percutaneous transluminal angioplasty (pta). The device was stored and prepped per the instructions for use (IFU) and was opened in a sterile field. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There were no visible damage to the sheath after removal. There were no visible damage in distal end of the unknown sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2108502 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during the procedure. The balloon lost pressure at the 1st stop. Hemostasis was achieved by manual compression for less than 30 mins. There was no reported patient injury. The mynx grip vcd was used in was a percutaneous transluminal angioplasty (pta). The device was stored and prepped per the instructions for use (IFU) and was opened in a sterile field. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There were no visible damage to the sheath after removal. There were no visible damage in distal end of the unknown sheath after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube remained in the manufacturing position. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification, revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2108502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.